Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had a noise problem. The asymptomatic patient presented in the operating room for a scheduled generator replacement due to normal eri. Going into the procedure the patient¿s following physician was aware of intermittent but reproducible lead noise on the atrial channel. The physician capped and replaced the atrial lead during the procedure. The procedure concluded successfully with the patient having remained stable before, during, and afterwards.